Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the forensic memory log. Errors of this nature can be caused by, but not limited to, a low 02 tank, faulty regulator, an issue with patient circuit (loose mask, disconnected/ loose/kinked hosing), the patient coughing/asynchronously breathing, wet/dirty flow screens or incorrect settings. When tested with a known good test setup, the device passed all stress and troubleshoot testing. Internal inspection found no abnormalities. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to ventilate a patient (age & gender unknown), the device displayed "compressor failure- 1001", "compressor fault- 2001", and "compressor fault- 3001" error messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.